Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient hemorrhage and complications are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that patient underwent a thrombectomy procedure with the subject retriever for an embolus in the proximal section of the left middle cerebral artery. During the procedure, three pass attempts were made with the retriever and a subarachnoid hemorrhage was observed in the treated area. No treatment was administered and the patient was reported to be recovered. The physician's opinion that was reported indicated that the event could be related to the device and could be the possibility of vessel injury. No further information is available.

Manufacturer narrative:
The subject device was disposed.

Event description:
It was reported that patient underwent a thrombectomy procedure with the subject retriever for an embolus in the proximal section of the left middle cerebral artery. During the procedure, three pass attempts were made with the retriever and a subarachnoid hemorrhage was observed in the treated area. No treatment was administered and the patient was reported to be recovered. The physician's opinion that was reported indicated that the event could be related to the device and could be the possibility of vessel injury. No further information is available.